Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The stylet/guidewire was kinked/buckled. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the stylet diameter measured within specification.

Event description:
It was reported that during the implant procedure the stylet was stuck in the lead. The physician stated the stylet was very tight in the lead right from the start. In this case it was so tight from the beginning the lead had to quickly be abandoned and another lead implanted. The physician noted there was no contamination by blood or the like in the lead. No patient complications have been reported as a result of this event.